Manufacturer narrative:
The customer's complaint that the tubing leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of blinatumomab the device was alarming for air in line. The user opened the pump module door and found the tubing moist directly below the safety clamp. The event occurred in the adult inpatient oncology department. There was no report of any patient harm.